Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the distal third of the shaft broken off and no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the distal third of the shaft being broken off. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for device dislodged or dislocated could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. The root cause for break has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported during an arthroscopy, the t1 implant of the fast fix 360 fell off from the meniscus before t2 was implanted. The t1 was removed using a surgical tool. The procedure was successfully completed with non significant surgical delay using a smith and nephew back up device. No further complications were reported. Results of investigation found the distal third of the shaft was broken off.

Manufacturer narrative:
Internal complaint reference (B)(4).